Event description:
Healthcare professional reported "capsular contracture, baker grade IV." This is for the left side. Device has been explanted.

Manufacturer narrative:
Initial reporter name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and white particles observed on the shell. Additional, changed, and/or corrected data: d9, h3, h6.